Event description:
It was further reported that there was no capture on the lead.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the device was returned, analyzed and no anomalies were found.

Event description:
It was reported that after the lead was implanted and prior to hospital discharge, it was discovered that the left ventricular (lv) lead was dislodged. The lv lead was explanted and replaced. It was noted that the patient was enrolled in the prompt clinical study. No patient complications have been reported as a result of this event.